Manufacturer narrative:
(B)(4). Lot #: unknown as information was not provided. Catalog #: unknown but refered to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint field: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011 at (B)(6) medical center." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Exemption number e2016032. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/05/2017 as follows: patient allegedly received an implant on (B)(6) 2011 via the left femoral vein due to dvt. Patient is alleging migration.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, migration'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Mfg date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint field: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.